Manufacturer narrative:
Alungtechnologies, inc. Manufactures the hemolung ras and catheter. The incident occurred inphiladelphia, pennsylvania. Medical intervention was necessary to avoid further patient injury. A right neck hematoma developed after two hemolung catheter insertion attempts. Pressure was applied to the hematoma and eventually no bleeded was noted. Hemos remained stable, surgicel applied at the insertion site followed by a clear dressing. This adverse event resolved . During treatment, the patient was under the use of two hemolung controllers. Following treatment, the data logs from both controllers were received and reviewed by clinical and software engineering staff. The co2 removal and blood flow graphs show that therapy was provided as intended. As observed while providing on-site support at the beginning of therapy, the blood flow was impacted by the subject's position, with significant variation throughout therapy. This is known to occur, and there is no evidence from the graphs that this impacted device performance. On the last two days of therapy, co2 removal can be seen to have gone down without a reduction in sweep gas flow or blood flow, but this corresponds to when the subject was intubated which would impact the subject's pco2 and hence hemolung co2 removal. As per protocol with subject death, the controller was tested. No issues were reported and controller passed all testing. The device was returned for analysis with no significant findings to suggest any negative impacts on patient therapy. No CAPA was opened because of this event. Hematoma is a known potential complication associated with use of extracorporeal therapy. Review of the data log as well as analysis of the returned device demonstrate that therapy was provided as intended. Alung will continue to monitor any issues as they are reported. This MDR is being filed in response to a retrospective view of all alung complaints, which identified that the reporting decision for this complaint was not correct. This MDR is being filed retrospectively to correct the error in the reporting decision.

Event description:
Alung technologies, inc. Received a report of a patient experiencing a right neck hematoma developed after two hemolung catheter insertion attempts. Pressure was applied to the hematoma and eventually no bleeded was noted. Hemos remained stable, surgicel applied at the insertion site followed by a clear dressing. This adverse event resolved.